Event description:
The customer reported insulin squirting out of the infusion set during the manual prime. The customer changed the infusion set, but the problem continued. The customer also got an alarm during the call. The customer's blood glucose reading was 407 mg/dl, and she didn't have any way of treating herself. The customer stated that she would be calling her doctor for assistance. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No alarms were noted.